Event description:
It was reported that the customer administered a mealtime bolus but consumed more carbohydrates than what was entered into the bolus menu. The customer's blood glucose (bg) level subsequently increased to ¿high¿ (specific bg value not provided). Customer delivered a bolus via the pump to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.